Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the event involved a patient (pt), post CABG (coronary artery bypass graft). The rn called concerning a probable ruptured intra-aortic balloon (iab). The rn stated that they have blood in the catheter that has travelled almost the full length of the gas tubing. The rn stated that there were no alarms from the intra-aortic balloon pump (iabp) and that they had noticed the blood without an alarm. Her concern was that the catheter was placed in the operating room via femoral cut down. The rn did not know why they had to insert surgically. The physician's assistant (pa) is at the bedside, but is concerned that to attempt to remove the catheter outside of the operating room via cut down would compromise the femoral artery. The rn asked the clinical support specialist (css) how long they have to get the catheter out without complications. The css discussed with the rn at length the need to remove the iab within 30 minutes of rupture and the potential consequences of delaying removal. According to the rn, the physician is in the operating room with another pt and he will not be available to take the pt back to the operating room until finished with the current case. The css again stressed the importance of removing the catheter within 30 minutes of rupture regardless of anti-coagulation. The rn stated that she understood. The css called the rn back to see what had transpired. She stated that the physician was still in the operating room with another pt and that they are waiting to take the pt to the operating room to remove the iab. The rn stated that they will most likely replace the iab. Again the css stressed the importance of removing the catheter as soon as possible. The css again encouraged them to call back for further assistance. The rn called again to report that they had a problem with the pump when they replaced the catheter in the operating room. The rn stated that the perfusionist said that he had zeroed the fiberoptix sensor (fos) correctly and had a green light bulb. When the iab was inserted, the perfusionist said that the light bulb had changed to blue. The rn then said that the screen went blank on the pump and they had to switch pumps out. The rn was unable to get an iabp serial number for the css at this time. There was no reported patient death. Medical/surgical intervention was required to surgically remove the iab that was surgically placed in the operating room. The iab was inserted using a sheath into the patient's femoral artery. Iabp therapy was delayed until the iab could be removed and replaced. The second iab was inserted successfully. There were no reported patient complications. The patient outcome is "unchanged." Reference MDR #1219856-2011-00171 for the intra-aortic balloon pump report involving the same patient.